Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed. After this, the patient stated the red call doctor icon was no longer visible on their communicator. Additional information confirmed this device trigger an alert for out of range pace impedance measurements on the right ventricular (rv) lead. The left ventricular automatic threshold (lvat) test was detected to be suspended mode. Additionally, the tachy mode of this device was noted to be deactivated. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed. After this, the patient stated the red call doctor icon was no longer visible on their communicator. Additional information confirmed this device trigger an alert for out of range pace impedance measurements on the right ventricular (rv) lead. Additionally, the tachy mode of this device was noted to be deactivated. Additional information from the field representative confirmed this lead was dislodged, therefore a revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed. After this, the patient stated the red call doctor icon was no longer visible on their communicator. Additional information confirmed this device trigger an alert for out of range pace impedance measurements on the right ventricular (rv) lead. Additionally, the tachy mode of this device was noted to be deactivated. Additional information from the field representative confirmed this lead was dislodged, therefore a revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.